Manufacturer narrative:
Patient information was received.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational, and passed a system checkout. Software investigation was initiated but due to the system checkout not finding any issue, the system was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had difficulty with a surface merge. The surgeon did a point merge on the thoracic spine and got a 3.2 registration metric, but then went to do a surface merge and failed. The surgeon tried to just use the point merge, but felt like he was 2-3 cm off. The probe was showing into the pedicle while they were only on the bone. At this point, the surgeon decided to abort navigation. There was a reported delay of 20 minutes, and no reported impact to patient outcome.